Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed in the surface of the shell. Observed broken in posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification).

Event description:
Physician has reported capsular contracture baker grade ii-iii. Patient has advised that they believe that capsular contracture was on the right side.